Event description:
It was reported that the patient had a bi-v ICD (bi-ventricular implantable cardioverter defibrillator) system implant in (B)(6) 2025. The patient then developed an infection. The cause of the infection was not identified. The ICD system including the right atrial (ra) lead was extracted. During extraction of the leads, vegetation was noted. It is unclear which lead the vegetation originated from or how long it was present. The ICD system extraction was completed successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).